Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported, by the patient, that she underwent a gynecological procedure in (B)(6) 2010 and an obturator sling was implanted. The patient states that one month after mesh was implanted, she began to experience groin and abdomen pain, bladder spasms and sexual intercourse became extremely painful. She reported that examination by the surgeon in (B)(6)confirmed mesh protrusion through the tissue and a repair procedure was done in (B)(6) 2010. Bladder spasms, groin pain, abdomen pain, lower back pain and left leg weakness/numbness have increased from then. Periods of complete incontinence were treated with botox injections in (B)(6) 2014. Several months of self-catheterizing followed. Further examination last year again confirmed repeat mesh protrusion through the vaginal tissue and a removal procedure was done in (B)(6) 2014. There has been no change to the patient¿s symptoms and pain and mobility problems have been developing over the past couple of years. Her walking is such a problem that she uses crutches and since (B)(6) 2014 she has been having falls. Her left leg gives way from underneath and she falls to the ground. She cannot sit down for any length of time without pain shooting through her lower back and buttocks. Additional information was not provided.